Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30. The diode was shorted from legs 5 to 9. This led to a partial loss of the defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a critical event code which is related to the device's ability to deliver adequate defibrillation therapy. There was no report of any patient use associated with the reported issue.